Event description:
The customer reported her blood glucose reached 400 mg/dl less than a day after the pod was activated. Upon removal she noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determine wether it contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.